Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4109. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the cage has fractured. Root cause: this event could possibly be attributed to incorrect use of the awl, resulting in misalignment of the plates and excessive forces being applied to the cage. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2025-00052.

Event description:
It was reported that two roi-c cages fractured intra-operatively at c6/7 while implanting the superior plates before locking. The plates were misaligned despite using the awl successfully. The level above had a previous plate/screw construct and the procedure was an extension of the previously successful fusion. The procedure was ultimately completed using a competitive product. There was no patient impact; however, there was a 60 minute delay. This is report one of two for this event.

Manufacturer narrative:
D10: 2x roi-c long anchoring plates (mc1006t), 1x unknown roi-c inserter. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two roi-c cages fractured intra-operatively at c6/7 while implanting the superior plates before locking. The plates were misaligned despite using the awl successfully. The level above had a previous plate/screw construct and the procedure was an extension of the previously successful fusion. The procedure was ultimately completed using a competitive product. There was no patient impact; however, there was a 60 minute delay. This is report one of two for this event.